Event description:
It was reported that when using the bd pyxis¿ es server, unable to log in server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user was unable to login to the server. The technical support specialist (tss) dialed into the server and attempted to log in to patient encounter system (pes) but was unable to authenticate. Investigation revealed multiple failed login attempts and intrusion detection system (ids) logs showing an active directory binding error due to invalid credentials. Using knowledge article unable to login - incorrect password, the tss updated the group policy settings and retried the login, which was successful. The system functioned as intended after the technical support specialist troubleshooted the issue.